Manufacturer narrative:
The reported event of infection was not confirmed analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-25333. Related manufacturer reference number: 2017865-2021-25335. It was reported that the patient's system had an unspecified infection. The right ventricular, right atrial, and left ventricular leads were removed. The patient was stable.